Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery, weak battery or failed battery test alarms noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit had missing end cap sticker.

Event description:
It was reported via phone call that customer's battery longevity was very short. Caller reported that customer received weak battery alert battery was not keeping the power. Customer's blood glucose may be 500 mg/dl. Customer was had diabetes ketoacidosis and was vomiting. Insulin pump would be replaced per customer's request.